Event description:
It was reported that the physician called in for review of consult data. The patient presented to the emergency room (ER) with shortness of breath and not feeling right. Technical services reviewed and found that the right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring 2,229 ohms. At the last office check pacing impedances measured 2,237 ohms and have been gradually increasing. Additionally, there was observations of noise that was being oversensed. Technical services mentioned that it is likely a known issue with the lead and recommended further review with the following physician. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician called in for review of consult data. The patient presented to the emergency room (ER) with shortness of breath and not feeling right. Technical services reviewed and found that the right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring 2,229 ohms. At the last office check pacing impedances measured 2,237 ohms and have been gradually increasing. Additionally, there was observations of noise that was being oversensed. Technical services mentioned that it is likely a known issue with the lead and recommended further review with the following physician. At this time, the rv lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.